Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was hm chrome contamination. A siemens healthcare diagnostics technical service center representative directed the customer to appropriate maintenance procedures. The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician but questioned within the laboratory. The sample was repeated and a negative result was obtained and a corrected report issued. The negative result was confirmed on a second tube from the same draw. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.